Event description:
It was reported the patient is experiencing increased pain. Due to the increased pain, the patient has to increase his stimulation which causes him to have muscle spasms. The sjm representative advised the patient that if his stimulation was causing him pain, to turn his stimulation off. The patient is to meet with the sjm representative as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.